Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a signal noise occurred at the lasso® nav eco variable catheter (d134301/30424549l) electrical potentials (electrode) 34 on both the carto3 and the lab (recording system). The cable was changed, but the issue continued. The catheter was replaced to another lasso (30424363l) and the issue resolved. Pulmonary vein isolation (pvi) was conducted with the thermocool® smart touch® sf bi-directional navigation catheter. After pvi was ended, and before cavotricuspid isthmus (cti) ablation was started, patient¿s blood pressure dropped. Cardiac tamponade was confirmed by fluoroscopy and echo. Pericardiocentesis was conducted to drain the fluid from the pericardial space. Hemostasis was achieved. The patient was monitored in the intensive care unit (ICU). There's no report that prolonged hospitalization was required. Computerized tomography (CT) was also scheduled to be performed, so they said they would know where it was. CT scan results were not provided. The physician commented that the timing when the tamponade was occurred was unknown. It might be due to the large respiration. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The noise issue was assessed as not MDR reportable as the risk to the patient was low. Since the adverse event was life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable.

Manufacturer narrative:
Additional information was received on (B)(6)/2021. The patient was a 64-year-old male patient (90 kg). Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. Therefore, a 2. Patient age at the time of event, a 2. Age unit, a 3. Gender, a 4. Weight of the patient, and a 4. Weight unit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30450918m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).